Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2024. On the day of the event around 11:30pm, the patient´s child went up to checked on his father and she found him curled up with eyes wide open, looked pale and couldn't speak. There was no bg taken and the child called 911. The cgm and the pump weren´t providing any reading for about an hour. The paramedics took a bg reading which was 31 mg/dl and treated the patient with 2 bags of IV glucose. They took the patient to the hospital and there they took another bg reading but there was no value reported. At the hospital the patient was treated with IV glucose. The patient was discharged the next day at 7:30 am. At the time of the report the patient was at home recovering. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.